Manufacturer narrative:
Event 1 this report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: h4 device manufacturer date general information: complaint: (B)(4). Information to the sample: model: infusomat space article number: 8713050 serial number/batch: (B)(6) software version: n030005 hours of operation: 18463 further information: n/a investigation results: history inspection: the device history files were read and analyzed. The last infusion with propofol was found on (B)(6) 2024. A space line was selected and the infusion started with a rate of 8ml/h and a volume of 25ml. During the infusion, the bolus was given several times and the line was purge several times. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +1,07%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Individual inspection: a space line was inserted and the infusion was started with a rate of 8ml/h. During the infusion, a bolus was given serval times without any malfunction. No abnormalities were found. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Event description:
Event 1. According to the customer: "on three occasions ( 1 patient had same issue twice) we have tried to bolus propofol from the volumetric pump and have not been able to deliver this due to occlusion, air in line, high pressure alarms being triggered. Trouble shooting has not found any clear cause for these and on both occasions the pumps were administering their continuous infusions with no problems. The patient did require an urgent propofol bolus and desaturated during this episode down to 70%. The patient was manually ventilated and once it was established that the pump was unable to administer, a manual bolus of propofol was administered. Patient improved, no harm from this episode."

Manufacturer narrative:
Event 1. This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.